Manufacturer narrative:
MDR 2517506-2017-00840 was also filed for the same customer inquiry. Quality control was within laboratory range on the date of testing. The IFU for dimension vista® ctni flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Siemens headquarters support center (hsc) has concluded their investigation with root cause unknown. There is no indication of a product issue. No further evaluation of the device is required.

Event description:
A discordant elevated mass creatine kinase mb isoenzyme (mmb) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician and not questioned. A 1:3 dilution performed on the third specimen obtained lower results when repeated; however was still elevated. The sample was tested on an alternate methodology on a non-siemens instrument and a lower result was obtained. The customer did not know what alternate methodology or instrument was used when the sample was sent out for testing. No treatment was provided to the patient on the basis of the reported discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated mmb result.